Event description:
The pt received her scs ipg on (B)(6) 2006. It was reported that the pt began experiencing discomfort at the ipg site on (B)(6) 2011. The pt has an appointment scheduled with her doctor to discuss the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.